Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after receiving a vibration, interrogation revealed the device was in backup vvi mode. The backup mode was cleared and the device returned to normal functionality. No adverse consequences were detected.